Event description:
Device 2 of 2 (see MFR report # 1627487-2010-3142 for device 1). The pt received his scs system on (B)(6) 2009 consisting of an ipg, percutaneous lead and an anchor. It was reported that he lost stimulation overnight. A diagnostic test was conducted which revealed invalid impedance readings for all lead contacts. A subsequent x-ray confirmed a lead fracture. The pt's lead and anchor were removed and replaced on (B)(6) 2010 and effective stimulation was recaptured. It is unk whether the explanted products will be returned to the manufacturer for analysis.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. The lead passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.